Event description:
We received a report that an intraocular lens (iol) was removed and replaced since the implanting surgeon noted the lens to be sinking on one side of the eye during the procedure. To remove the iol the original incision was enlarged and a suture was used. It was also reported in the initial report that lens insertion was completed.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient date of birth was requested but not provided. Patient gender was requested but not provided. (B)(4). It was reported that the lens was discarded by the facility. All pertinent information available to the manufacturer has been submitted. Placeholder.